Event description:
A report received from (B)(6) stated the device experienced an error when unit was connected to the console. It is unknown if the device was used in surgery. Iti s unknown if injury or medical intervention were reported. The date of the event is unknown. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).